Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, in several instances of the screw thread getting caught. The surgery completed without any issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).